Manufacturer narrative:
The device was returned; however, the original report of this issue on (B)(6) 2022 indicated that the pump was cracked but functional so when pump returned no investigation of the pump was completed. Customer called in 1 month later, (B)(6) 2022, and alleged that pump was in fact not functional and caused serious injury but pump has no longer available for an investigation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, due to the unresponsive touch screen, the customer experienced an elevated blood glucose (bg) level displayed as "high". The customer administered a correction injection to address the bg. The customer reverted to an alternate method in insulin therapy.